Event description:
It was reported that pump touchscreen appeared unresponsive and screen seemed frozen, preventing customer from interacting with pump. There was no reported impact to the customer¿s blood glucose level. While speaking with technical support, touchscreen began responding again without needing pump reset, and customer was advised to call back if issue occurred again, with no further actions reported.